Event description:
This is an intra-operative issue occurred in (B)(6). During surgery dated (B)(6) 2013, the smr l1 poly liner did not find a stable coupling inside the l1 metal back glenoid. The complaint source reported that no audible click has been heard during the insertion of the liner, as it should happen to confirm the correct coupling. Also, after the insertion the liner showed micro-movements inside the metal back. After some attempts, the surgeon decided to open another liner belonging to the same model number but a different lot number, which has been inserted into the same metal back; the new liner worked fine.

Manufacturer narrative:
We checked the DHR of the poly liner involved (lot # 201307846) w/o finding any dimensional anomaly. Before receiving the piece involved, we took a new liner belonging to the same lot number, available in our warehouse; this liner underwent a dimensional and then a functional check with a metal back of the corresponding size. Both these checks confirmed the full functionality of the liner; in particular an audible "click" has been heard during the insertion of the liner into the metal back, and no micro-movements of the liner after its insertion have been noticed. Then, on (B)(4) 2013, we rec'd the liner involved in this intra-operative issue. No further dimensional checks have been performed on it, as the poly "snap-in" mechanism has been obviously deformed during the use of the device. Nevertheless, we repeated the functionality check with another metal back also for this liner; also in this case an audible "click" has been heard during the insertion of the liner into the metal back, and no micro-movements of the liner after its insertion have been noticed. Our analysis confirmed the full functionality of the liner involved in this intra-operative issue. We are not able to define the causes of this event; it's possible that the user did not follow correctly the indications of the smr surgical technique, reported below: "...after having carefully cleaned the inside and edges of the shell from fat and soft tissues or cement, push the liner in using thumbs until it snaps." No corrective actions have been performed. (B)(4). Limacorporate will keep monitored the market.